Event description:
It was reported that an end user was sitting on the rollator and the wheels suddenly broke, causing him to fall.

Manufacturer narrative:
End user was recovering from complications arising from cardiac surgery. He reported that he was sitting on the rollator when suddenly the front wheels came off and he fell. When he fell, he hit his right leg, hip and shoulder. He states that he was unaware of any serious injury at the time of the incident. He eventually sought medical attention because of back pain and difficulty walking. He was diagnosed with herniated l4 and l5 discs. He was placed on steroids, pain medication and started physical therapy. He would not release the sample for eval and a lot # was not provided. He did not send any photos of the device. The overall condition of the device is not known. We have not been able to confirm the report or identify a potential root cause of the alleged incident. However, due to the reported injury, this MDR is being filed.